Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had an exacerbation of chronic obstructive pulmonary disease. The patient was brought to the emergency room with shortness of breath and had mildly blood-tinged sputum. A computed tomography (CT), chest x-ray and laboratory tests were performed.